Event description:
It was reported that, one day after implant, the right atrial (ra) lead measured increased capture threshold to high levels and exhibited far field r-wave (ffrw) oversensing. The lead was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) device exhibited a drop in longevity estimate as a result of the atrial lead high amplitude. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.